Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors such as chf, dyslipidemia, and metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with a prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event. The root cause of this event could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported through s3u study, two years post implant of the 20mm sapien 3 in the aortic position, the patient had regurgitation and stenosis. 24 months post procedure, the patient was admitted with sob x2 weeks. The patient did see their pulmonologist three days prior and was prescribed prednisone and potassium. The patient has productive cough (yellow dark sputum), sore throat and bilateral le edema. Cxr showed mild vascular congestion, and small right pleural effusion. Tte showed avmg 27.4mmhg, ava (vti) 0.5cm2, trmg 50.3mmhg, trace ar, and mild mr. Tee for cardioversion showed mod ar, and mild mac. 25 months post procedure, the patient admitted with c/o sob and rectal bleeding. H&h 6.5 and 20.2. Cxr shows new bilateral pleural effusion and pneumonia right lobe. Gi diagnosed diverticulitis from 2010 colonoscopy. The patient wished no invasive procedures. A blood transfusion was given, and xarelto on hold. The discharge summary stated admission diagnosis; pneumonia, anemia, hyponatremia with a discharge diagnosis of ¿cardiac arrest due to multi organ failure¿. The patient was discharge to palliative care and expired on one day later. On tee for previous admission prior to cardioversion stated in cardiac consult note, showed moderate mac, and moderate ar.